Event description:
It was reported that the patient had high impedance 10,000 ohms on diagnostic testing during implantation. Connection between the lead and the generator was checked, as well as the placement of the lead on the nerve. The lead and the generator were reconnected but same problem still existed. After using test resistor, value of impedance was in allowed range. The lead was then replaced and implantation was successfully completed. Device history record for the lead was reviewed and showed that the lead passed all specifications with no non-conformances prior to distribution. The lead has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted lead was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned lead. The high impedance allegations were not confirmed. Continuity checks of the returned lead assembly were performed during the functional analysis, and no discontinuities were identified. Two half sets of setscrew marks that were found near the end tip of the connector pin, and an indention was found at the tip of connector pin, suggest that the lead connector was not inserted completely at least at one point in time. Though not conclusive, an improper lead insertion may be a contributing factor for ¿high impedance¿ allegation. The lead connector was inserted completely in the header of a representative pulse generator and no anomalies that prevented proper insertion were identified. The condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure.